Event description:
It was reported that post a percutaneous coronary intervention (pci) procedure, pseudoaneurysm occurred. The 5.4mm diameter vein graph was located in the superficial femoral artery (sfa). A flextome cutting balloon case was performed with good results and looked perfect angiographically. One week later the patient had a significant pulse in the thigh. An ultrasound was performed and a pseudoaneurysm was seen at the spot of the balloon inflation. The aneurysm was covered with a non-bsc stent. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).